Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experiences charging difficulties, the patient underwent a procedure where the implantable pulse generator (ipg) was explanted. The patient did well post operatively. The explanted device will not be returned as it was discarded per facility policy.